Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during post implant the right atrial (ra) lead exhibited high thresholds, undersensing and had dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.